Event description:
It was reported that an adverse event occurred. The physician performed approximately 110 applications of boston scientific pulsed field ablation (pfa) ablation system. The patient displayed two (2) seconds of sustained ventricular tachycardia at the end of the procedure. The patient stabilized and was able to be transported to the post operative care unit. In the post op care unit, the patient coded, and the code team was called for medical intervention. The reporter was unable to provide any additional information regarding the status of the patient. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".